Event description:
Reported baby was to be given an infusion using a pump at a rate of 41.6ml, but the user input the incorrect rate. The drug was not identified. The rate reported to be seen on the pump by the competent authority contact was 411.6. The patient died. The device has been requested, but reported not to be returned. This pump has already been upgraded on version 2.79.

Manufacturer narrative:
Manufacturer's report date: 01/08/2009. Patient info requested and all available info is included in report. This report was filed by the manufacturer.